Event description:
According to the complaint, incorrect results were reported on virtually every patient episode by abl800 analyzers for ph, na, cl and ca and subsequent negative anion gap. Calibrations and qc did not alert the customer to any problems. This happened for a period of 6 days ((B)(6) 2018). The issue was solved by changing the membrane for the reference electrode. The incident involves approximately 130 patients. It has not been possible to obtain patient data for the patients involved. It is reported that the event did not result in maltreatment, injury or death to any patients.

Manufacturer narrative:
Investigation showed that a clot was detected in the morning of (B)(6) 2018 and the analyzer gave an error message: error 1027 clot suspected beneath ph electrode. For error 1027 the following is recommended in the [?]abl800 flex operator's manual': "interpretation: the difference between the ph of the rinse solution, measured during the sample measurement, and that stored after the last calibration exceeds the maximum allowable drift. This indicates the presence of a clot in the measuring chamber beneath the ph electrode. Operator action(s): remove the ph electrode and check the measuring chamber for clots: clean the measuring chamber with a cotton stick moistened with distilled water. Make sure no cotton fibers are left in the measuring chamber clean ph electrode, remembrane ref electrode, replace ph electrode, perform a 1- or 2-point calibration. Removal condition(s): acknowledge execution of the "clot removal procedure." Successful 1- or 2-point calibration." The clot moved itself to the front of the reference membrane. The clot detection system in abl8xx can't detect clots in front of the reference membrane. Patient measurements clearly indicate that the measurement problem is due to the reference and that the problem has been solved by the change of reference membrane d. (B)(6) 2018.